Event description:
It was reported that the device powered off on its own while monitoring a patient at approximately 11:44 on (B)(6) 2013. Two new batteries were placed in the device; however it still failed to power on. The device sat for a few hours and then it powered on successfully. There was no adverse event reported as the result of the device use. There was no further information provided on the patient or event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.